Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit went into standby mode. The operator noticed on the monitor that his waveform flattened out and went into the room right away. The pump was restarted. There were no error messages, no alarms. The room temperature was normal, probably 70 degrees. The patient heart rate was 80's to n90's. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: h6(medical device ¿ problem code). A getinge field service engineer (fse) could not duplicate the reported issue. Completed a full system test (service/pm protocol), all tests passed to factory specifications. He let the unit run on a balloon/trainer in the biomed shop for three days, the unit ran without error during that time. I ran the unit for two hours from room temp at 130 bpm fully assembled, the compressor and ambient temp started at 26.5c. After two hours running the compressor was showing 61.7c, with the ambient temp at 32.0c. Returned the unit to the customer and released it for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a